Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch (ams) episodes were observed. Technical support suggested device reprogramming. The physician will continue to monitor the patient by follow-up. The patient was in stable condition with no adverse consequences.